Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a patient family member found a ventilator generating a leak alarm. They unsuccessfully tried to correct the alarm by inflating the tracheostomy tube cuff. Additional information was requested, as there is no information regarding patient status and replacement of the product.

Manufacturer narrative:
Covidien reference: (B)(4). The tracheostomy tube was returned for investigation. An inflation deflation test was performed and found the cuff deflated. A visual inspection was performed and found a cut in the cuff. The reported complaint was confirmed. The manufacturing controls were reviewed and found acceptable to identify the reported malfunction. All products undergo an inflation deflation test. Any defective products are removed from the lot. The reported malfunction is not related to the manufacturing process.